Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported noise interference in the ECG electrocardiogram); the ECG connector was found damaged on the lem (link electronic module) printed circuit board assembly. Analysis also confirmed the power cord bay assembly was damaged. Analysis found the system fan was noisy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had intermittent noise interference in the electrocardiogram (ECG) graphs while testing the programmer at the branch office. It was also noted that the power cord bay assembly was damaged. The programmer was returned for repair. There was no patient involvement.